Event description:
It was reported that during a supply change the user received an "unable to proceed" alert that was confirmed as alert 38, which indicates consecutive stalled motor during insulin handling, and the user also indicated the connector may have been attached to the cartridge outside of the pump. Symptoms included interruption of insulin delivery. Outcomes included restoration of delivery after successful setup and completion of the supply change. Investigation included guided troubleshooting and education, including a dry run of the pump without alerts and reinitiating the supply change using best practices. Investigation of this case revealed that the infusion set connector was not attached correctly prior to loading, leading to a deployment issue consistent with stalled motor alerts, which resolved when the connector was removed and the supply change was repeated correctly. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.